Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed and cubie pockets failed to open. The customer reported that the user unable to retrieve medication due to this malfunction, which results a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.